Event description:
It was reported that the siderail drops quickly when lowering due to a damaged cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.